Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing parathesia in biceps and forearms, as well as dropping items and gait imbalances. It was noted the lead was compressing on their spinal cord. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.